Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak "below connector that connects into the tubing, below the white piece on the bag. Connection around bag were tight" during pd treatment. There were no visible holes and the supply bag was empty. The patient also reported that the drain container was empty and the floor was completely wet. There were no alarm prior to or after the fluid was found. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to ensure all connections were tight and to continue treatment using the cycler. Upon follow up, it was confirmed that fluid did not come in contact with the cycler and that the cause of the fluid leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak "below connector that connects into the tubing, below the white piece on the bag. Connection around bag were tight" during pd treatment. There were no visible holes and the supply bag was empty. The patient also reported that the drain container was empty and the floor was completely wet. There were no alarm prior to or after the fluid was found. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to ensure all connections were tight and to continue treatment using the cycler. Upon follow up, it was confirmed that fluid did not come in contact with the cycler and that the cause of the fluid leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.